Event description:
Physician noted that 8fr bard silicone foley catheter had short broken wire segments protruding out from catheter along the catheter length in multiple areas. No broken wires on this part of the catheter had been inside the patient. The foley was removed. The patient had no injuries. The foley had been placed 5 days prior to discovering the broken wires.